Manufacturer narrative:
(B)(4). The customer returned an unraveled spring-wire guide (swg) and catheter for evaluation. Visual examination of the swg revealed the guide wire is unraveled from the proximal weld. The proximal end of the core wire protruding was rounded. The j-bend tip was deformed, and the guide wire body also had multiple bends and stretched coils. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the proximal weld. The proximal weld was present at the end of the unraveled coil wire and the distal weld was still intact. Both the proximal and distal welds appeared full and spherical. The swg core wire length measured 600 mm, which is within the specification of 596- 604 mm per drawing. The outer diameter of the guide wire measured 0.799 mm, which is also within specification. A lab inventory swg with an outer diameter of .825 mm was able to advance through the distal line of the returned catheter with minimal resistance. This indicates that the returned swg should have been able to advance through the catheter as well. A manual tug test confirmed the distal weld was intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered , withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all dimensional requirements during investigation testing and a device history record review did not reveal any manufacturing issues. A lab inventory swg with an outer diameter of .825 mm was able to advance through the distal line of the returned catheter with minimal resistance. This indicates that the returned swg should have been able to advance through the catheter as well. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: guidewire unraveled during insertion.

Manufacturer narrative:
(B)(4).

Event description:
Complaint description: guidewire unraveled during insertion.